Manufacturer narrative:
(B)(4).

Event description:
It was reported that device sterility was compromised. An impulse guide catheter was selected for use. Prior to procedure, when the sterile package was opened, it was noted to have ripped and was felt to be unsterile. A second multipack was opened and used without difficulty. The procedure was completed with a different device. The patient had no complications and left the lab in good condition.